Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was in a coma and experiencing low blood glucose. It was also reported that the insulin pump was not working properly. The customer's blood glucose was 5.5 mmol/l and dropped to 2.3 mmol/l at the time of incident. The low blood glucose was treated with sugar and juice. The customer's blood glucose was 4.4 mmol/l at the time of incident. Found date was programmed incorrectly during troubleshooting. It was reported that the customer would take more insulin to correct the blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no auto off alarms noted. The insulin pump was tested with a water fill test reservoir, several boluses were programmed and delivered and the units left displayed properly and match units left at test reservoir. The insulin pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, stained end cap sticker and minor scratches on the display window noted.